Event description:
A surgeon reports seeing a refractile defect on the optic of the intraocular lens (iol) after it had been placed in the eye. The wound had to be widened to allow the iol to be removed. The pt had a good outcome. The surgeon indicates that he does not feel that the iol malfunctioned.